Event description:
Information received from the field does not address the patient's clinical status but notes that while the patient was in th e hospital, evaluation of the pacer revealed no output and no magnet response. An ECG showed no paacer spikes. Additional documentation stated "early eol".